Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that planning for an open procedure for fixation at l2-l5 was completed prior to surgery. When the manufacturer representative first started up the system it was building pressure slowly. The representative was able to mount the system with no issue. The positioner was not difficult to move and mounting the system was normal. Registration was achieved on first attempt on automatic. All trajectories were placed accurately. No patient harm was reported and surgery was delayed less than an hour. Up to that point the system was functioning properly. When the representative tried to remove the positioner from the bed there were issues. While dismounting the system it felt very heavy and difficult to move. The representative explained the pressure of the system was reading 6.5 bar which is within the normal specs. After further explanation every time the directional button on the positioner was pushed, the hood would move out of open position and that would cause the representative to loose the ability to move the system.